Manufacturer narrative:
Additional information: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. No evidence of fluid / moisture found within the devices pneumatic system or the device. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A device history review revealed no issues that could have caused or contributed to the reported issue. The direct cause of the problem could not be determined. In conclusion, review of the device evaluation reasonably suggests that the home choice device has not caused or contributed to the reported event of ¿sentinel event.¿ should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified sentinel event while connected to the homechoice device. The event occurred while the patient was hospitalized for an unspecified condition. The sentinel event was not further described. The cause of the event, treatment details, action taken with pd therapy, and the patient¿s recovery status were not reported. No additional information is available.